Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps (lvp) under infused during infusion. This issue was described as, ¿patients were unable to get medicine for about 6 hours¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices are not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.